Manufacturer narrative:
The manufacturer representative provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the probable cause was a large portion of the hard drive being full. This would make the system run slowly. The site deleted exams off the system and the speed improved.

Manufacturer narrative:
Concomitant medical products: product ID: 9734699, serial/lot: unknown. No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was having trouble loading cts. There was no patient involvement.